Event description:
It was reported that the patient had inadequate pain relief as they noticed increased pain due to shoveling snow. The patient added that programs did previously cover the pain. The patient was administered with steroids.